Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: correction d4: the device serial number has been updated accordingly. The UDI has also been updated accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the saw blades were not locking firmly onto the attachment device. During in-house engineering evaluation it was determined that the device had unintended/unexpected disengagement. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2025. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the saw blades were not locking firmly onto the attachment device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device had unintended/unexpected disengagement, did not function, and had component damage. It was further determined that the device failed pretest for general condition, check function of the locking knob, check function of quick saw blade coupling, and check oscillation frequency with frequency meter. The assignable root cause of this condition was determined to be traced to maintenance, which is improper maintenance.